Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.however, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 466 mg/dl at the time of incident. The customer's blood glucose was 313 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they had ketones. The customer's mother declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer's mother performed high pressure test and the insulin pump failed. The customer's mother repeated high pressure test and the insulin pump failed again. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.